Event description:
It was reported that during a lap sigmoid procedure, the device did not fire. Surgeon replaced tissue in jaws, closed and pulled the firing trigger, but nothing happened. Surgeon opened another device and continued the case. No pt consequence.

Manufacturer narrative:
H6: damaged firing mechanism. Eval summary: the analysis showed that the atb45 device was rec'd with the firing mechanism damaged and with a cartridge loaded in the device. The cartridge was rec'd partially fired and with no damage to the cartridge lock out tab. The returned device was found to be non functional as the firing mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components; the left shroud pinion axle support and the short rack teeth were found broken. No functional tests could be performed due to the condition of the device.